Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the pocket site was relocated to a more comfortable location. The patient was doing well postoperatively. No malfunction was suspected.